Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) explained the message to the care giver (cg) and then had them cycle the hc machine till they received se 2467 occurred. The tsr then informed the cg to start over with new supplies. Per the troubleshooting performed by the tsr, the cg reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2012 the regarding reported problem. The pd rn stated that they have seen the patient several times since the reported problem. The pd rn stated from their visits the patient is doing fine, they have not present themselves with any negative side effects from the alarm. The pd rn stated the patient is continuing with therapy as normal. No further information was provided regarding the reported problem or regarding the supplies. They stated the patient is doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.